Manufacturer narrative:
Updated.

Event description:
The physician reported that the implantation of the subject pacemaker failed due to a screw and connector issue. Another device has been implanted instead.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the implantation of the subject pacemaker failed due to a screw and connector issue. Another device has been implanted instead.